Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 1627487-2021-02236. Related manufacturer reference number: 1627487-2021-02239. Related manufacturer reference number: 1627487-2021-02240. It was reported patient had ineffective therapy and three of the leads were fractured and the other lead was found to have scar tissues around the lead. As a result, patient underwent surgical intervention wherein all the four leads were explanted and replaced. Reportedly, effective therapy was restored.